Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in inappropriate shock (ias) to this patient. Technical services (ts) discussed extended charge and reconfirmation information about s-icds with the field representative. Additional information was received that this patient had presented to the emergency room due to the ias. The smart pass feature of the s-ICD had been disabled. The sensing vector was changed from primary to secondary and sp was re enabled. The waveform was checked during exercise stress testing. This patient will continue to be monitored. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.